Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Unfortunately, the reason for explant at implant has not been provided. Based on the follow-up with the health-care provider, it was learned that the patient expired. The date and cause of death is unknown. No other details reported.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:due to patient privacy regulations, the health-care provider was not able to release any additional information as requested (e.g. Operative report, discharge summary, death certificate). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.please note that a related event will be reported under serial no. (B)(4), model 6900ptfx.

Manufacturer narrative:
On (B)(6) 2012, the health-care provider indicated that the patient expired on (B)(6) 2012 due to cardiogenic shock. No other details provided. There are multiple etiologies of cardiogenic shock, one of which is valve failure. In this case, there is no allegation that the patient's death was related to the edwards valve.